Event description:
During a graft retrieval using a reamer irrigator aspirator, the tips of the reamer coil sheared off two times. This happened while reaming the right femur, to remove bone to be replaced in the left tibia. The parts were discarded. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
(B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Is not a single use device: should be no: entered in error.

Manufacturer narrative:
This device is used for treatment, not diagnosis.